Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they have received no delivery alarms after multiple set changes and that they also experienced a high blood glucose of 415 mg/dl during the call. Troubleshooting for no delivery alarm was performed. The customer's blood glucose level was unknown at the time of the incident. The customer was advised to disconnect at the quick release and was assisted with fixed prime, which they stated resulted with the insulin not exiting and the insulin pump receiving no delivery. The customer was advised to run a manual prime, in which resulted in two motor errors. The customer stated they have assemble a new set of infusion set and reservoir and still received no delivery, and the troubleshooting was moved to motor error. The customer stated that the drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. The customer was able to complete pump rewind. However, the alarm history contained both a motor position encoder error and more than one motor error alarm within a thirty day period. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Concomitant products were added.